Manufacturer narrative:
Cloud data from the user for the period of 01jan2026-05jan2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased automated basal amounts until the maximum was reached as estimated glucose values increased towards urgent high (greater than 400 mg/dl). Two automated delivery restriction alerts were generated during this period due to the automated algorithm delivering at the max rate for too long. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records came from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after each bolus was delivered. No evidence of issues with insulin delivery was observed in the available cloud data. According to the complainant the device will not be available for investigation because it was discarded by the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient had been hospitalized at (B)(6) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 590 mg/dl while wearing the pod between 37 and 48 hours. Symptoms reported include dehydration, elevated liver enzymes, elevated inflammatory markers, thirst, confusion, loss of perception, lack of energy, ambulation difficulty, malaise, memory loss and ¿exsychosis¿. The patient was treated with unspecified intravenous antibiotics, insulin adjustments and was prescribed with unspecified antibiotic tablets. The patient was discharged on (B)(6) 2026. The pod was reportedly removed and discarded at the hospital.